Manufacturer narrative:
Engineering evaluation noted the revision reported was likely the result of progressive degradation of the polyethylene secondary to femoral neck impingement and/or edge loading in the lipped region. This device was not initially reported as part of the revision. Upon device return, this device was included as part of the affected components from the revision.

Event description:
Index surgery: (B)(6) 2011. Revision due to reason unknown. During the revision surgery, wear of the poly was noticed.